Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.   The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required.   Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release.    All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.   If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving a lower reading from his adc freestyle libre sensor than a reading from a hospital meter. He further reported that on october 24, 2018 he received a sensor result of 67 mg/dl. At the time when the reading was obtained customer felt ¿weak and was shaking¿. Customer self-presented to an emergency room where a reading of 108 mg/dl was received on a hcp meter. Customer was treated with an unspecified amount of novolog insulin. The reported treatment is inconsistent with the reported readings. Customer declined to provide any additional information. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a lower reading from his adc freestyle libre sensor than a reading from a hospital meter. He further reported that on (B)(6) 2018 he received a sensor result of 67 mg/dl. At the time when the reading was obtained customer felt ¿weak and was shaking¿. Customer self-presented to an emergency room where a reading of 108 mg/dl was received on a hcp meter. Customer was treated with an unspecified amount of novolog insulin. The reported treatment is inconsistent with the reported readings. Customer declined to provide any additional information. There was no report of death or permanent injury associated with this event.